Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was unable to disconnect from the dark blue connector (female connector) of a peritoneal dialysis (pd) transfer set. This occurred after treatment for peritoneal dialysis therapy. The patient cut and clamped the patient line and went into the clinic the same day for a transfer set change. There was no patient injury or medical intervention associated with this event. No additional information is available.